Manufacturer narrative:
The actual sample was not available for investigation however photos and video were provided. Visual inspection of the provided video showed the presence of an external fluid leak at the level of the dialysate port. The reported condition was verified. Due to the nature of the provided sample no further testing can be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a prismaflex st100 leaked from the dialysate port during priming. There was no patient involvement reported. No additional information is available.